Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was currently hospitalized. On (B)(6) 2017 patient had an ongoing hemoptysis status post (s/p) fiber optic bronchial by (B)(4), on (B)(6) 2017 patient self extubated. (B)(6) 2017, patient was reintubated and an esophagogastroduodenoscopy (egd) was performed, which revealed cratered ulcer, epinephrine was given for two bleeding sites. (B)(6) 2017 colonoscopy performed, found angioectasia in the rectum from radiation proctopathy s/p argon plasma coagulation (apc). (B)(6) 2017 patient transferred out of surgical intensive care unit (sicu). Patient had an episode of confusion last night, head computed tomography (CT) negative for acute process, spontaneously resolved. No other acute issues, patient without complaints this morning states he wants to get stronger. (B)(6) 2017 code one was called for patient due to confusion and slurred speech. Patient was given medication with some response and slightly improved confusion. He was on a heparin then was stopped. (B)(6) 2017 code one was called again for confusion and left gaze preference. Patient is moving all four extremities weakly. Code was canceled due to no acute treatment to offer since tissue plasminogen activator (tpa) and embolectomy contraindicated. Recommended computed tomography angiography (cta) head and neck when able (prior to dialysis) to evaluate for any changes. A CT of the head was performed which showed: no acute intra or extra-axial bleed, no acute infarct, parenchymal volume loss with small vessel, peri-ventricular ischemic changes. On (B)(6) 2017 patient was found to have a new rightward eye gaze deviation in the right eye with disconjugate gaze. A subsequent stroke team consultation gave a national institutes of health stroke scale (nihss) of 25. Subject is thought to likely have had embolic stroke to right basal ganglia, with the likely source of embolism, patient overnight started having seizures despite medications to suppress. Intubated and on intermittent hemodialysis (hd). Patient had an ongoing gastrointestinal (gi) bleed requiring blood transfusions. Persistent pump grinding. Anticoagulation was off international normalized ratio (inr) remained elevated. Remains on suppressors with lactic acidosis. Has serratia bacteremia and currently on antibiotics. Very high risk of dying during this admission. Surgical intensive care unit (sicu) team met with his family today and plan is comfort measures and withdrawal of care. (B)(6) 2017 patient died. Cause of death- cerebral infarction. Family declined autopsy, therefore device will not be returned and has been discarded. Site stated this event is due to the device. No further information provided at this time.

Manufacturer narrative:
Related complaints: cmp-(B)(4) (MFR# 3007042319-2017-00720); cmp-(B)(4) (MFR# 3007042319-2017-00744). A report was received stating patient was currently hospitalized, and postoperatively deteriorated with hypotension and shock and returned to the operating room (or) the evening of (B)(6) 2017 to reopen his chest. Chest was closed on (B)(6) 2017. Patient was intubated last evening for respiratory failure, a left sided white out on chest radiology (cxr), had significant secretion mucus on suctioning. Computed tomography (CT) shows bi-phase consolidation and concern for anterior hematoma in mediastinum. He was waking and moving all four limbs on command. Patient was sedated prior to exam and intubated. Patient was extubated on (B)(6) 2017 also, status post (s/p) oseltamivir on (B)(6) 2017 - (B)(6) 2017 for exposure prophylaxis. Now with uptrending white blood cell count (wbc) and pressor requirement. Norepinephrine (ne) still at ten. Drainage from distal sternal wound. CT chest showed retrosternal 10cm collection / hematoma and bilateral pneumonia (pna). Chest/abd/pelvis CT ((B)(6) 2017), large retrosternal and epicardial hematoma, bilateral lower lobe pneumonia, trace pleural effusions, unremarkable abdomen pelvis.  CT angio chest performed on (B)(6) 2017 showed unchanged retrosternal/epicardial hematoma, moderate left pleural effusion, increased. There is adjacent consolidation of the left lower lobe, likely atelectasis, stable small right pleural effusion, improved aeration of the right upper lobe, no pulmonary embolism. (B)(6) 2017 bronchi- chest x-ray showed opacification of left hemithorax consistent with a large effusion. (B)(6) 2017 patient had an ongoing hemoptysis status post (s/p) fiber optic bronchial by thoracics, on (B)(6) 2017 patient self-extubated. (B)(6) 2017, patient was reintubated and an esophagogastroduodenoscopy (egd) was performed, which revealed cratered ulcer, epinephrine was given for two bleeding sites. (B)(6) 2017 colonoscopy performed, found angioectasia in the rectum from radiation proctopathy s/p argon plasma coagulation (apc). (B)(6) 2017 patient transferred out of surgical intensive care unit (sicu). Patient had an episode of confusion last night, head computed tomography (CT) negative for acute process, spontaneously resolved.  No other acute issues, patient without complaints this morning states he wants to get stronger. (B)(6) 2017 code one was called for patient due to confusion and slurred speech. Patient was given medication with some response and slightly improved confusion. He was on a heparin then was stopped. (B)(6) 2017 code one was called again for confusion and left gaze preference. Patient is moving all four extremities weakly. Code was canceled due to no acute treatment to offer since tissue plasminogen activator (tpa) and embolectomy contraindicated. Recommended computed tomography angiography (cta) head and neck when able (prior to dialysis) to evaluate for any changes.  A CT of the head was performed which showed: no acute intra or extra-axial bleed, no acute infarct, parenchymal volume loss with small vessel, peri-ventricular ischemic changes. On (B)(6) 2017 patient was found to have a new rightward eye gaze deviation in the right eye with disconjugate gaze. A subsequent stroke team consultation gave a national institutes of health stroke scale (nihss) of 25. Subject is thought to likely have had embolic stroke to right basal ganglia, with the likely source of embolism, patient overnight started having seizures despite medications to suppress. Intubated and on intermittent hemodialysis (hd). Patient had an ongoing gastrointestinal (gi) bleed requiring blood transfusions, per discussion with rn/md staff, patient has been having dark melanic stools and nasogastric (ng) tube this morning (after tube feeding boluses initiated) revealed pink tinged material upon residual check. Gi team asked to re-assess possible gi blood loss as patient having melena at this time. Gi team is familiar with the patient. Persistent pump grinding. Anticoagulation was off international normalized ratio (inr) remained elevated. Remains on suppressors with lactic acidosis. Has serratia bacteremia and currently on antibiotics. Very high risk of dying during this admission. His course continues to be complicated requiring continuous renal replacement therapy (crrt) and continued hemoptysis requiring bronchoscopy by the pulmonary/thoracic teams with significant aspiration/removal of clots. Pulmonary angiogram completed yesterday, reportedly normal. Hemoglobin (hgb) dropped to 5.8, for which 2units of packed red blood cells (prbcs) have been given. Surgical intensive care unit (sicu) team met with his family today and plan is comfort measures and withdrawal of care. (B)(6) 2017 patient died. Cause of death- cerebral infarction. Family declined autopsy, therefore device will not be returned and has been discarded. Site stated these events are due to the device. No further information provided at this time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient presented to the emergency department on (B)(6) 2017 with syncope. Status post emergent device ex change on (B)(6) 2018. Postoperatively became hypotensive, requiring reopening of chest on (B)(6) 2017. Chest was closed on (B)(6) 2018 and he was extubated on (B)(6) 2017. Also status post oseltamivir from (B)(6) 2017 for exposure prophylaxis. Now with uptrending white blood cell count (wbc) and pressor requirement. Drainage from distal sternal wound. Computed tomography (CT) chest showed retrosternal 10cm collection / hematoma and bilateral pulmonary nodular amyloidosis (pna). Sepsis, possible sources are pneumonia versus retrosternal collection. Patient at risk of mediastinitis as his chest was left open x 5 days. Less likely line infection. This event was ongoing at time of death.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: the hvad pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Of note, the cause of death was listed as cerebral infarction. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen by infectious disease for septic shock. Leukocytosis was improving. Driveline exit site culture and blood cultures were negative. Approximately 2 months later, the patient¿s condition worsened. The patient underwent incision and drainage of the left thoracotomy wound. During the procedure, the left thoracotomy wound was with purulent drainage from a lateral opening. There was minimal bleeding which was controlled with packing. The patient tolerated the procedure well. A culture of the drainage revealed the presence of a heavy growth of serratia marcescens, moderate growth of gamma hemolytic streptococcus and moderate growth of enterococcus species. Blood cultures were negative. Subsequently, the patient became febrile with an elevated wbc count. The patient was a participant in the (B)(6) clinical study.